Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of error message tcmid: 07 (coolant temp. High) was not confirmed during the functional testing and in archive review. The issue was not replicated. The console was functionally tested and there were no issue or faults observed. The thermogard functions as intended and the console was placed back in service.

Event description:
During patient use , it was reported that the thermogard displayed tcmid:07 ( coolant temp high) error message. The attending nurse were able to turn off the console and resolved the issue. The treatment of the patient was completed. No patient harm or consequence was reported.